Event description:
Reporter indicated a vns therapy patient is going to have his vns explanted due to an infection. The location and cause of the infection are unk. Good faith attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.